Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216466528, was returned and analyzed. Visual inspection of the mapping catheter showed that the loop was damaged. The pebax tubing was ribbed distal from the start of the loop along the loop array and the tip loop is out of plane. Also, the shaft was kinked at the start of the loop. There were no kinks observed on the outside of the loop. The mapping catheter was inserted into a balloon catheter without any issue and there was no interference noted on channel pairs. In conclusion, the returned mapping catheter failed the inspection due to a tip/ loop damage and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to insert the mapping catheter into the right inferior pulmonary vein (ripv). It was noted that the mapping catheter was fractured at the electrodes. Additional information reported that noise was observed on the mapping catheter electrodes. The case was completed with cryo. The patient recovered. No further patient complications have been reported as a result of this event.